Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field: b1, information was inadvertently not included on the initial medwatch. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer received the unit back and took it out of box and it didn't work. The representative observed and confirmed it had the same issue . As soon as they hooked up the scopes the image went static and bad. The rep checked with multiple scopes and it was the same problem and he plugged the scopes into other processors and it was fine so it is an out of box repair failure. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus territory manager reported (on behalf of the customer) that when the visera cysto-nephro videoscope was connected to the video system center the image was static and wavy and when disconnected color bars appeared. The issue was found during receipt inspection and there was no patient involvement associated with this event.